Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced five infusion sets kinked cannulas within 3 hours of insertion. Site of infusion sets were abdomen, upper buttocks and hip. Patient's blood glucose at the time of issue was reported as high. Patient took correction injection via mdi to address high bg. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.